Manufacturer narrative:
Awaiting return of product to conduct quality investigation.

Event description:
Meter read 94 but consumer felt lower. Cn passed out at work. Coworkers called ambulance and emt treated. Does not remember being taken to hospital.